Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage. Visual inspection: the 5.0mm flexible shaft (part # 352.040 and lot #: 9650042) was received at us cq. Upon the visual inspection it was noticed that the distal flanges were broken. No other issues were identified with the returned device. Device failure/defect is identified. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. The complaint is confirmed. Investigation conclusion: this complaint condition is confirmed since the shaft was broken towards the distal flanges. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 352.040, lot: 9650042, manufacturing site: bettlach, release to warehouse date: nov 03, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during open reduction internal fixation (orif) of right femur, the reamer head and shaft broke will reaming the femur. The universal chuck with t- handle broke when the surgeon was removing the reaming rod. Fragments were generated, it is unknown if it were removed easily without additional intervention. There were unknown minute/s of surgical delay. The procedure was successfully completed with no patient consequence. Concomitant devices reported: unknown rod (part# unknown, lot# unknown, quantity 1), this report is for one (1) 5.0mm flexible shaft this is report 2 of 3 for (B)(4).